Event description:
During the procedure, a farawave nav device was used. After the procedure, the patient was found to have a hemothorax, requiring chest tube placement. A post procedure computed tomography scan showed a finding initially interpreted as a possible cerebrovascular accident (cva), however, this was determined to be a chronic incidental finding. The patient has no neurological deficits. A magnetic resonance imaging was planned for confirmation. The patient was hospitalized. The catheter is expected to be return for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.